Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Consumer reported via e-mail that while using the string for removal of the tampon, the pledget fell apart and left pieces inside of her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.